Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported ongoing elevated blood glucose of up to 600 mg/dl since (B)(6) 2011. Pt changed the accessories and corrected elevated blood glucose via the infusion device, but this was not successful. Pt reported that it took 45 i.e. Of insulin to fill the infusion tubing on (B)(6) 2011 instead of the normal amount of 25 i.e. There was no insulin leakage. Pt believes his infusion device delivers too little insulin and reported the blood glucose meter does not take the programmed i.e. Pt does not have an infection and did not start new medication. The infusion device was not exposed to electromagnetic fields or water. Normal blood glucose is 140 mg/dl. Infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l info was not provided.